Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 3 was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 failed. The field service engineer (fse) had waited for the customer to bring the keys. The full height (fh) drawer was clicking but not opening. The fse adjusted the rails to prevent the front fascia from rubbing against the upper drawer, restoring functionality. The system functioned as intended after the field service engineer repaired the device.